Event description:
The customer indicated that they needed their hard drive replaced in their acuity central monitoring system. The hard drive was replaced by welch allyn product service. The initial MDR is being filed in the abundance of caution. Note: the customer did not provide any pt info.

Manufacturer narrative:
The device eval is not yet completed. A follow-up report will be submitted when the eval is completed.